Event description:
It was reported that patient had experienced increased pain in the left leg above the left knee. The patient met with his physician in 2010, asked the physician to check the catheter. Again in 2011, the patient asked the physician to check the catheter, but the physician refused. Later in 2011, the patient had sudden hypertension and demanded to the physician to check the catheter. It was then found that the catheter was "totally crimped off". Later in 2011, the pump and catheter were replaced. The patient was later told that when fentanyl stops, blood pressure surges up and a person can have a stroke. The patient stated that this was his current syndrome. The device system was used to deliver fentanyl via "epidural line". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type catheter. (B)(4).